Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the tip of the device broke off. The broken piece was returned. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per case details, the broken compression screw drill tip was removed from the bone using forceps. The procedure was completed using the same device after a 10 minute delay. As of the date of this medical investigation, no clinically relevant supporting documentation has been provided; therefore, no clinical factors found which would have contributed to the drip tip breakage. Since it was reported the patient was not harmed as a consequence, further patient impact is not anticipated. No further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. G2

Event description:
It was reported that, during a trauma surgery, after drilling, while withdrawing the 7.0 compression screw drill, the tip of the device broke off and remained in the bone. The tip of the drill was removed using a forceps and as the bone was hard, bisphosphonate was used. The procedure was resumed, after a non-significant delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).